Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold measurements. This lv lead replacement was made; however, the procedure was unsuccessful due to the absence of viable targets. This lv lead was explanted. No additional adverse patient effects were reported.